Event description:
It was reported the patient¿s system was explanted and an MRI was ordered because the patient is experiencing bilateral leg numbness and compression symptoms. The health care provider (hcp) removed the system proactively; however, the results of the MRI were unavailable at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).